Manufacturer narrative:
Concomitant medical products: product ID 3708695, serial# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that during an adaptor replacement impedances tests were performed after the system was connected in which it was found that there was abnormal impedance on electrode #3. The system was then disconnected and reconnected but the issue persisted. As a result the adaptor was replaced and when the system was connected again the abnormal impedance resolved. There were no related environmental issues and no patient symptoms alleged. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708695, serial (B)(4), product type: extension. Analysis of the extension (sn (B)(4)) found the #3 conductor was broken 2.7 cm from the proximal end in the body of the extension. Functional testing of impedances: circuit #0 at 27.6 ohms, circuit #1 at 27.5 ohms, circuit #2 at 26.6 ohms, and circuit #3 was open. There were no shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There were no symptoms or adverse events reported accompanying the issue. It was unknown if there was a previous issue that led to the scheduled replacement in which the event was observed. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.